Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The accudrain with anti-reflux valve (ins8401) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities that could be associated with the reported condition. Failure analysis - the returned product was not in its original package. A strand of hair was adhered to the drain bag using surgical tape; since the hair was observed after removing the unit from the sterile package, it cannot be confirmed that it was inside the sealed package. Root cause - the reported issue cannot be confirmed based on the evaluation. Although the presence of the hair could not be confirmed to be inside the sterile pack, an awareness training was provided to the accudrain assembly and primary-pack personnel to notify about the reported condition and investigation findings, including providing photos of the returned unit, and reviewing controls in place to prevent the reported condition. Additionally, there are controls in place to prevent foreign material from entering the product package such as: clean room environment (iso class 8), clean room practices and gowning requirements, 100% visual inspections for foreign material plus an aql sampling verification. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that hair was found in the accudrain with anti-reflux valve (ins8401) during set up before use on a patient. T here were no delays noted. Subsequently medsun uf/importer report # (B)(4) was received on 23feb2026 as follows: "describe the event or problem: hair found in integra accudrain that hadn't been used by a pt what was the original intended procedure?: unknown what problem did the user have: other; therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known;"